Event description:
Customer reported the apl valve does not relieve pressure. There was no rpeorted pt injury. Ge healthcare's investigation into the rpeorted occurrence is still ongoing. A follow-up rpeort will be issued when the investigation has been completed.